Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available for evaluation. Hence , no conclusion can be drawn.

Event description:
It was reported that on an unknown date, set screw was cross threaded. Intra-op, plate was fastened with screws, but when the rod was tightened down with set screw, the set screw cross threaded so the plate was removed and a different plate was used. No known patient complications were reported.